Event description:
During a routine performance inspection procedure of a returned loaner device, the device stopped working and the screen went blank. The device¿s on led, the battery led and auxiliary power led stayed on. The device would not turn off when the on/off button was pushed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control observed the failure initially, but could not reproduce the failure during additional testing. Proper device operation was observed through functional and performance testing. The device was put back into use.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
During a routine performance inspection procedure of a returned loaner device, the device stopped working and the screen went blank. The device's on led, the battery led and auxilliary power led stayed on. The device would not turn off when the on/off button was pushed. There was no patient use associated with the reported event.